Manufacturer narrative:
This report is being amended to reflect changes. The device was not returned for review, however several photos of the explanted devices were made available. The liner rim appears chewed up on approximately 2/3 of its surface, however it cannot be determined to what degree this damage was the result of the revision surgery. There is indication that the femoral head articulation had deviated from the true center of the liner over time. The device was used for treatment. The device had an in-vivo time of over 25 years and was made of standard polyethylene. Implant operative notes were reviewed and found unremarkable. Office visit notes indicate that the patient is experiencing pain and his symptoms had only been present for 4 months. The notes also contain mention of a "previous surgery performed on his hip", and a "broken periprosthetic joint implant" with no clarification of joint and/or operative side. Discussion in the notes of some x-ray imaging done states the right hip shows a large lytic lesion superiorly. Revision operative notes are not provided. No additional complaints from the manufacturing lot have been received. Compatibility was reviewed with no issues noted. As the patient had experienced 25 years of successful post-tha living with a standard polyethylene liner, it is not suspected that the device failed to meet specifications.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to liner wear.